Event description:
Pt was myasthenia gravis responded well to 6 months of ia treatment, but then displayed atypical neurologic symptoms of intention tremor. Mercury levels found to be 107 ug/l hg. No information was received regarding medical intervention or the pt outcome in this incident. It is not known whether she was hospitalized. Adverse event occurred outside the united states.